Event description:
Poisoning from dental mercury amalgams from 1988 through the present. Symptoms I have experienced; teeth and mouth: clenching and grinding teeth, both day and night, teeth breaking off. Metallic taste in mouth. Electrical shocks in head an mouth. Excessive thirst, very fast onset of periodontal disease and excessive amounts of plaque buildup. Two infected root canals, excessive bone loss, mouth/tongue/face very red, lots of heat. Eyes: eyes burning, blurring, photophobia, loss of ability to focus eyes, eyes infected, vision dark, almost blind. Ears: left ear infection and hearing loss, loss of balance. Head/neck/thyroid: constant pain in left jaw and neck. Debilitating migraine headaches, accompanied by passing out, regurgitating, dry heaves. Facial infections: the infection was actually oozing thru the jaw, cheek, forehead as large lumps, hardened growths, and smaller numerous pimples. Excruciating pain in left neck; inability to straighten neck, swollen; painful lymph glands under the chin, overactive thyroid, face looking severely sunburned, face looking blank, like the spirit had departed, common in alzheimer's disease. Mental function: panic attacks, extreme confusion, feeling of helplessness, loss of control of mental functions, inability to focus the mind, remember or think clearly. Mental disablement: symptoms of insanity coming on overnight: insane nightmares: seeming like one had taken 100 rolls of film, cut them into single frames, placed them all into a box, and mixed them up. The nightmares are composed of one frame after another flipping by without interrelation of the one prior or after. Depression, anxiety, dizziness, extreme fatigue, thoughts of suicide and wishing to die, to escape the pain. Withdrawal from normal activities and relationships. Disrupted sleep/wake patterns. Heart: heart palpitations/heart pounding/throbbing. Kidneys: weak painful kidneys; loss of control of kidneys. Gastrointestinal: inability to eat/digest food. Burning diarrhea bloated feeling. Other: toxic sweat -clothing and bed sheets dissolving. Severe muscle/joint aches/pains; muscles locking arthritis feeling of internal burning and freezing/excessive shaking, excessive thirst, extreme exhaustion, loss of circulation, feeling and control in hands and feet, loss of left side function, numerous injuries from passing out and falling, extreme stiffness of the whole body, feeling like it is turning to concrete, arthritis, total loss of self-control, both mind and body -unable to complete simple tasks, wetting the bed, atrophy of the upper arm musculature, loss of ability to stand/walk/sit.